Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: neu_stylet_acc, serial# unknown, product type: accessory. Analysis of the stylet found that the handle was broken and the stylet wire was bent on the end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) that the stylet was broken during the procedure on (B)(6) 2018. The surgeon was unable to use the lead, and the lead was never implanted. A replacement product was required. There were no actions or troubleshooting taken. No contributing factors were provided. There were no symptoms or complications reported as a result of this event as there was no patient involvement.